Manufacturer narrative:
One cadd legacy pump was received for evaluation. Visual inspection of the pump found it to be in fair physical condition, however cracked housing was noted. Upon starting the device, no issues with an alarm were found. However, the downstream sensor was replaced as a preventative measure. The customer's complaint was confirmed, and the downstream sensor was determined to be the root cause.

Event description:
Information was received that smiths medical cadd legacy had double beeped with a cassette attached. No patient injury.